Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump had initial function with good augmentation for 8 to 10 min. Then it showed sudden iab inflation failure and blood in catheter. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump had initial function with good augmentation for 8 to 10 min. Then it showed sudden iab inflation failure and blood in catheter. After 30 minutes of use, the iab was removed and a new iab was inserted to continue therapy. There was no patient harm or adverse event reported.